Event description:
This supplemental report is being processed due to additional pertinent information.

Manufacturer narrative:
Additional information was received stating that this patient passed away as a result of respiratory arrest and the previously reported clinical observations occurred post mortem. The device was functioning appropriately while the patient was alive. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. An increase in right ventricular (rv) pacing impedance from approximately 700 ohms to 1976 ohms was also noted. A boston scientific technical services consultant reviewed the device data and identified the out-of-range impedance measurement occurred on the same day an atrial tachycardia response (atr) episode was stored. The duration of this episode was thirty-seven minutes. Pacing therapy was provided on the right ventricular (rv) channel; however, there was no atrial pacing during the duration of the episode. The consultant explained that the atr episode was inappropriate as when the respiratory rate trend (rrt) is programming on, the rrt can potentially detect the signal due to minute ventilator (mv) sensor oversensing. No adverse patient effects were reported. The device was subsequently explanted and returned after this patient passed away due to natural causes. This supplemental report is being submitted to provide updated evaluation conclusion code and additional manufacturer narrative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full lead insertion in all lead barrels. There were some cut marks in the header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All setscrews moved freely in both directions. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Intermittent pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that, an alert was generated for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. An increase in right ventricular (rv) pacing impedance from approximately 700 ohms to 1976 ohms was also noted. A boston scientific technical services consultant reviewed the device data and identified the out of range impedance measurement occurred on the same day an atrial tachycardia response (atr) episode was stored. The duration of this episode was thirty-seven minutes. Pacing therapy was provided on the right ventricular (rv) channel; however, there was no atrial pacing during the duration of the episode. The consultant explained that the atr episode was inappropriate as when the respiratory rate trend (rrt) is programming on, the rrt can potentially detect the signal due to minute ventilator (mv) sensor oversensing. No adverse patient effects were reported.